Event description:
Level 3 nicu pt receiving d10w at 8ml/hr. Customer reported device free flowed; during their inspection of the device they reportedly found one of the occluders in the cam assembly to be seized. Customer stated this was caused by dried remnants of a sticky fluid. The pt was switched from d10w to d5w, resulting in hypoglycemic episode, and was changed back to d10w. There were no changes in vital signs, and pt was subsequently transferred to a level 2 nursery. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received, however, the investigation is not complete. A f/u report will be submitted with failure investigation results when the investigation is completed.